Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, during the surgery, the 8mm large suturecut needle driver instrument lost its momentum. After checking, a stretching of the cable in the tip of the instrument was detected. A backup same dv instrument was used for the procedure. The instrument underwent a visual and physical examination prior to surgery. The instrument has 5 lives remaining, has been reprocessed according to the supplier's instructions. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.